Event description:
A customer contacted baxter's technical service center to report having air in the heater line while using the homechoice (hc) machine during fill. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.